Manufacturer narrative:
Additional narrative: (B)(4). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported that during a brain or spine surgery, it was observed the foot control device had a small nick in the cord and would not work. There was a ten minute delay to the planned surgical procedure. A spare device was available for use and the surgery was successfully completed. There was patient involvement reported. There were no reports of injuries, medical intervention, or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device passed all operational specifications except that the device had a cut on the cord exposing the wires. Therefore, the reported condition of the device having a small nick on the cord was confirmed but the reported condition of the device would not work was not confirmed. The assignable root cause for the cut on the cord was determined to be due to allowing the cord to come into contact with a sharp object during cleaning or use which is user error. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate